Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the device packaging and the sterile packaging were found damaged upon receipt; tyvek/plastic torn upon receipt, device not sterile. No procedure was involved.